Manufacturer narrative:
Initial reporter address: (B)(6). The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection identified a leakage from the cassette. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had unspecified damaged which resulted in a leak. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.